Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the there was damage on screen and not on other location.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir ring was damaged. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the insulin pump screen was changing color. Troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The left belt clip rail broke off. Did not note any screen color changes or any changes in brightness/contrast during testing.(B)(4).